Manufacturer narrative:
(B)(4). The customer has indicated that the complaint device was discarded. In addition, the lot number of the complaint device is unknown. A follow up will be sent if additional information is obtained.

Manufacturer narrative:
(B)(4). The actual complaint device was not available for return. However, the customer did return representative samples for evaluation. Testing was performed using the peep valves the customer returned from lot 131028, along with other 2k8080 peep valves in current inventory for a total of eight (8). In addition, one (1) 2k8082 peep valve was also tested. The testing was performed using one (1) ambu resuscitator. The peep valves were tested at a resistance of 5cmh2o and 20cmh2o. Each peep valve was firmly connected to the ambu resuscitator bag. The resuscitator was attached to a test lung. Each of the nine (9) peep valves was tested using two different methods on the test lung. The peep valves were tested at both 5cmh2o and 20cmh2o, for a total of 36 tests. None of the peep valves popped off during testing. The customer¿s reported issue could not be duplicated, regardless of the resistance applied during testing. The 30 ID dimension of each peep valve was measured and all were within specification (1.72mm, 1.44mm, 1.48mm, 1.23mm, 1.01mm, 1.18mm, 1.02mm, 1.40mm, and 1.05mm ¿ specification is 0-3.1mm). A review of the device history record (DHR) for lot 131028 was also performed. There were no issues identified that would have contributed to the customer¿s reported issue. The customer¿s reported issue could not be confirmed. A review of carefusion complaint system was performed for this device for a two year period. There have been no other reported complaints for this same reported issue ¿peep valve coming off during use¿ during this time period. The reported issue will continue to be trended and evaluated by carefusion.

Event description:
Customer reported: that there was an incident where a patient needed CPR due to a loss of peep after peep valve came off (male, (B)(6)).  Additional information received on (B)(6)2014: (B)(6) stated that there have been over five incidents where the peep valve pops off during use with the adult ohio resuscitation bags. Customer stated that one incident resulted in patient injury during a patient transport where the patient was on a peep of 15 (need to confirm this setting) and resulted in a low desaturation, patient became hypoxic, and CPR was required due to the code. Customer also stated that the patient required surgery after this incident.  Transferred to ltach.  The customer indicated that the complaint sample was discarded and the lot number is unknown. The customer stated that majority of times the therapist just jam the peep valve on the resuscitation bag for a better fit. Carefusion has opened a complaint ((B)(4)) to capture the other 4 incidents where the peep valve came off but no patient injury occured. The customer was concerned that the product had changed (from supplier ambu to galemed). Customer is concerned that the specs for the previous valve stated peep 1.5-20 cmh20. The specs on the new/current package states peep 5 ¿ 20 cmh20.